Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting down. There was no reported adverse impact to the customer's blood glucose. The customer was instructed to use manual daily injections (mdi) as a backup therapy and to return the malfunctioning pump using a pre-paid label within ten days.